Event description:
Info received indicates a nurse saw some smoke coming from the head end of the bed. The accounts biomed inspected the bed and couldn't find any trace of a problem.

Manufacturer narrative:
A hill-rom tech inspected the circuitry boards and electrical components and found no problems with the bed.